Manufacturer narrative:
The insulin pump passed all functional testing including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The no delivery alarm functioned properly. The pump passed the dat at 0.08765 inches. The pump was received with cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 965 mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer was treated with IV drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.